Event description:
It was reported that during a pre-operative check for a routine device change out, a low impedance trend was noted on the right ventricular lead. Attempts to place a new lead during the change out procedure were unsuccessful due to the patients anatomy. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.